Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with intermittent loss of capture on the right ventricular lead. The lead had a history of unstable lead impedance, ranging from 454 to 1000 ohms over the lifetime. The lead was capped on (B)(6) 2018 and replaced. Patient¿s condition was stable after the procedure.